Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An infection control nurse reported that following an intraocular lens (iol) implant procedure, a patient developed toxic anterior segment syndrome. There are four medical device reports associated with this report. This is the file for the third lens reported.